Event description:
It was reported that colonovideoscope is not recognized by the tower. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6) the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e226 scope malfunction occurred, residual liquid or foreign material come out of suction cylinder. Based on the results of the investigation, it is likely the device was not recognized by the tower due to short cut in circuit board causing scope communication error (e226). The most probable cause of foreign residual liquid coming out of suction cylinder could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.